Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set up joint (psuj) was analyzed and found to have the horizontal brake get stuck and drag when clutched. The issue was worse in the proximal direction than distal leading to the horizontal brake and external linear rails being the potential cause. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the proximal brake on the psuj and the external linear rails.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an issue with universal surgical manipulator (usm) 3 dragging when trying to dock. The caller stated that when the staff uses the break away clutch, they could feel usm 3 getting stuck when they pull the usm towards themself. The technical support engineer (tse) reviewed the logs but found no related issue. The caller stated there were no faults or system messages, but the issue continued. The tse asked the caller to inspect the horizontal rail on the set up joint (suj), but the caller did not observe anything wrong. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury or harm to the patient. There was about five minutes of procedure delay. The procedure was completed with the three remaining system arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the horizontal set up joint (suj) brake was sticking, which required significant force to move on first start up. The fse replaced the suj and the symptom was no longer present. The system was tested and verified as ready for use.